Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative and a clinical study regarding a patient receiving an unknown drug with an unknown dose and concentration via an implantable pump for no known indication for use. It was reported on (B)(6) that the programmer showed and expected reservoir volume of 3.6ml and the actual residual volume removed from the pump reservoir was 12.9ml. It was noted that this was outside of the flow rate accuracy specifications. No symptoms were reported. No actions/inventions were taken. It was later reported that the investigation is ongoing and the cause of the volume discrepancy was ongoing. Event date was (B)(6). No further complications were reported/anticipated.